Event description:
Additional report received from the reporter on 10/21/2020. This email is a follow up to an incident reported regarding reported issues with the bard 16 fr. Indwelling catheters as it relates to draining. Within two days we have had to change the indwelling catheter on 4 veterans, although we were able to flush the indwelling catheter the catheter was not draining urine. We noticed this issue, so we bladder scanned the veterans, to see if there was any urine present in the bladder. The bladder scan revealed 900ml of urine with the foley in place, which subsequently lead to the catheter being changed at 1000 and by 1800 the foley had once again stopped draining, another problem that was reported that the urine was coming out around the catheter (the balloon was assessed and held the correct amount of ns), there were also reports of issues with the indwelling catheters on four units. Bard indwelling catheters 16 fr. Indwelling catheter information: ref # 899916 lot # ngen2137, exp 2021/08/31. FDA safety report ID# (B)(4).